Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that as the physician was doing the ptc procedure, the plastic stylet broke. It was stated he completed the procedure successfully.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. One photograph was provided for investigation. The photo showed what appeared to be a metal cannula and a pet stylet inside the packaging. The pet tubing was broken and the white hub was not visible in the photo. A red colored residue was observed within the stylet lumen. The product IFU cautions, ¿do not use excessive force when inserting stiffening cannula to straighten catheter (pigtail). Catheter tip may be straightened manually to aid in insertion of stiffening cannula.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that as the physician was doing the ptc procedure, the plastic stylet broke. It was stated he completed the procedure successfully.